Event description:
It was reported that there was a lot of debris on the cone of the patient interface. The customer does not know if this was discovered during patient contact nor could provide any additional information regarding the event. No patient injury and/or complications were reported.

Manufacturer narrative:
Customer did not have information. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 02/09/2022 section h3: device evaluated by manufacturer: yes device evaluation: one (1) patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.